Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station barcode scanner was disconnecting and reconnecting constantly. A field service engineer (fse) replaced barcode scanner cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es barcode scanner was disconnecting and reconnecting constantly. The customer reported that the scanner makes a beeping sound due to delays during login and while scanning medications during refill activities. However, there were no delays, adverse events or injuries reported based on this event.